Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the water packets were empty upon receipt. The patient stated that 1 in 10 intermittent catheters had empty water packets. The representative advised that it was too late to exchange products as these were shipped back in january.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "incorrect process parameters". It was unknown whether the device had met relevant specifications. The product was not used on the patient. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labeling could not have prevented the reported failure. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water packets were empty upon receipt. The patient stated that 1 in 10 intermittent catheters had empty water packets. The representative advised that it was too late to exchange products as these were shipped back in january.